Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved from the targeted location when at 2/3 deployment. While the valve was being retrieved from the patient, ¿the delivery catheter system (dcs) released the valve¿ so that half of the valve remained in the sheath and half was deployed in the iliac artery. It was felt by the physician that the nosecone, which was now in the inflow portion of the valve, was preventing the valve from collapsing back into the sheath. As the physician pulled on the dcs, the nosecone separated from the dcs. The nosecone remained on the guidewire and was removed from the patient. An attempt was made to snare the valve from the iliac artery but was unsuccessful. The patient was brought to the operating room and the valve was successfully removed. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve leaflets were in the open position. All leaflets were stiff and desiccated. All leaflets were wrinkled, showing evidence of the valve set in the crimped position for an unknown duration of time. All commissures were intact. The investigation is ongoing. Details of the investigation will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the valve was attempted to be retrieved from the patient after 2/3 deployment which is not recommended per the corevalve IFU, but an assignable root cause leading to the dislodgement cannot be determined at this time. The corevalve IFU was deemed adequate, as it provides adequate instructions and warnings to minimize this event from occurring, as follows, "once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. During deployment, the bioprosthesis can be advanced or with drawn as long as annular contact has not been made. Once annular contact is made, the bioprosthesis cannot be advanced in the retrograde direction; if necessary, and the frame has only been deployed =2/3 of its length, the bioprosthesis can be withdrawn (repositioned) in the antegrade direction. However, use caution when moving the bioprosthesis in the antegrade direction. Do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn.¿

Manufacturer narrative:
The device has been returned for analysis, analysis is in progress. Once the analysis is complete a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.